Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a pt. This case concerns a (B)(6) female pt who experienced pain and swelling of knees after receiving synvisc-one injection. It was reported that she has had no relief whatsoever (sub-therapeutic response). Past drugs included previous use of synvisc series of 03 injections four years ago in her left knee for osteoarthritis knee with almost immediate positive results which lasted 03 to 04 months. It was reported that the doctor injected into the front part of her knees and used something to numb the area before injecting synvisc. The pt received partial courses of antibiotics in the past. No medical history, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the pt received treatment with synvisc-one injection, once (route, dose, batch/lot number and expiration date unknown) in both knees for osteoarthritis knee. The pt reported that the doctor used some sort of numbing treatment and immediately injected synvisc-one into the inside of the knee. It was reported that the pt has had no relief whatsoever since she had the injection in (B)(6) 2013 (sub-therapeutic response). She felt like something was hitting her funny bone when it went in. On an unspecified date, the pt had pain "like I was going through the roof of the clinic". It was reported that the pain was excruciating even with the initial injection to ease the pain. On an unspecified date in 2013, the pt had swelling on her knees. Corrective treatment: no provided. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.